Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'audio alerts and soft key presses are low' was confirmed. Visual inspection was performed and found that the speaker had separated from the rear case. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the detached speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the audio alerts and soft key presses of a spectrum iq pump were low/not loud. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.